Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for a heater bag problem during fill 4. The patient was unable to clear the alarm and was instructed to discontinue and reset with new supplies. While resetting the patient found a fluid leak behind the cassette door. He was advised to discontinue using the cycler and contact his pd nurse. He discarded the set. During follow up the clinic manager reported that the patient has not had any infections and has not been treated with antibiotics. No adverse event reported at this time.